Event description:
A caller reported an issue with their continuous glucose monitor, specifically a cgm error 42. There was no adverse impact on the customer's blood glucose level. Technical support assisted the caller by providing detailed instructions for a pump reset, which resolved the issue, allowing the caller to successfully start their sensor session.